Manufacturer narrative:
November 11, 2015 09:32 am (gmt-5:00) added by (B)(6): a maquet field service technician (fst) visited the hospital on (B)(6) 2015 and found that the user did not properly lock the clamping lever. If the clamping lever is locked in the right manner touching of the clamping lever with the cord of the hand control would not result in releasing the head rest. Although the locking mechanism worked correctly in general the fst performed a preventive maintenance. The instructions for use (ga113053en06) describe the operation of the head rest in detail. The user has to check the secure fit of the head rest after positioning. Additionally the instructions for use contain several warning notes concerning the locking elements, e.g.: warning! Risk of injury! Products / accessories not attached properly may loosen and cause injuries. Always ensure that all locking elements (offset lever, setting clamps, catches etc.)of the product / accessory are closed and movable parts are fixed properly. Check locking after every adjustment procedure. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that the patient was under general anesthesia, curarized and intubated, in supine position on a maquet or table / table top. In order to modify the or table / table top position, the anesthetist took the corded hand control whose power cord was touching the clamping lever of the head rest. This clamping lever, not tightened enough, suddenly released. The headrest tilted. The patient's head tipped at right angle. The anesthetist immediately supported and put back in place the patient's head. The surgery was cancelled and postponed to (B)(6) 2015. No further clinical consequences were reported to maquet. (B)(4).